Event description:
On (B)(6) 2012, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The devices were deployed as planned, and the delivery catheter and sheath were removed without incident. A final angiograph revealed a possible endoleak (type and location unk). It was reported the pt then suddenly stopped breathing. There was no excessive blood loss, or sign of any other emergent process. Attempts to resuscitate were unsuccessful, and the pt expired. The physician believes cause of death to be respiratory arrest secondary to chronic obstructive pulmonary disease, and metabolic acidosis.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. No further info is available regarding this event.